Event description:
The caller reported that the battery of their t:slim x2 pump would not charge, and the screen remained dark. The customer's blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support instructed the caller to test various troubleshooting steps, including using a known working power source, but the pump did not power on. Since the issue persisted, technical support decided to send a replacement tandem cable and wall adapter with a two-day shipping option while advising the customer to rely on multiple daily injections (mdi) if the pump's battery depletes before the replacement arrives.